Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11162. It was reported that the patient presented for a follow-up in clinic upon which it was noted that the patient's implantable cardioverter defibrillator device header and part of the right ventricular lead eroded through the patient's chest. The device was explanted and replaced. The patient's condition was stable throughout the event.